Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got cannot test pump starts to squeal once a battery inserted. The blood glucose at the time of the incident was 344 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. No audio or beep anomaly noted during testing. Drive support cap was inspected and no anomaly was noted.